Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete toa the best of our knowledge.

Event description:
It was reported via email that the customer's insulin pump powered off twice. The customer also reported frequent battery changes and unexplained no delivery alarms. Customer also reported the insulin pump would reject new batteries. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.